Manufacturer narrative:
No pt info was available at the time of this retrospective report. Replacement of the cable at the site resolved the issue. Testing of both the camera and cable could not duplicate the issue. This issue is being reported due to the possibility of the positioning sensor unit not detecting the passive instrumentation during a surgical procedure which could lead to inaccuracies resulting in potential patient harm.

Event description:
A medtronic rep called to report that the camera stopped communicating in the middle of the case. After replacing external psu cable, system has been working without issue. They left the system on for 2 days and did not experience any issues in any cases. There was no impact on pt outcome.